Event description:
It was reported that while moving the anesthesia workstation a part of the chassis frame including one of the four castors broke. The tip-over of the device could be prevented by the staff. There was no damage to persons or property.